Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening, crack. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the radios. Based on the device analysis the final assessment is: a striated opening in the radios side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device was explanted.